Manufacturer narrative:
H3: analysis of the catheter revealed no significant anomaly; miscellaneous acceptable testing, catheter incomplete/returned in segm ents. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 24-jun-2017, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the patient had a routine dye study in preparation for pump replacement. On (B)(6) 2020 the pump elective replacement indicator was 18 months. There was no reported factors that may have led or contributed to the issue. It was noted the catheter dye study was normal, but sluggish to aspirate. It was also noted there was a dynamic kink. The pump was weaned by 50% on (B)(6) 2020. The patient was given percocet (1-2 every 4 to 6 hours as needed until operating room (or) date. It was noted that surgery was scheduled for (B)(6) 2020. A syringe was order for surgery. Actions/interventions included surgical intervention on (B)(6) 2020 where the entire system (pump and catheter) was replaced. It was noted in surgery when the catheter was disconnected from the pump, they could not get the catheter to flow freely. It was noted it did not appear to be a kinking issue, but more of an occlusion issue at the tip of the spinal catheter. It was noted that the patient's previously existing catheter was removed on (B)(6) 2020 and new catheter was placed. The pump location was the left buttock, and the catheter tip location was t8. It was noted during the procedure the needle was placed into the catheter access port without difficulty. Approximately 1ml of clear cerebrospinal fluid (csf) was aspirated from the catheter access port and discarded. Then 5ml of omipaque 240mg/ml was injected into the catheter access port, and the pump and catheter system were visualized in multiple angles. Images of the study were saved. Upon completion of the dye study, the needle was removed and direct pressure was applied to the puncture site for hemostasis. The site was cleansed and a band-aid was applied. The catheter was followed from the pump to spine and no leaks were seen. Contrast could be seen exiting the intrathecal catheter tip at the t9 level. Contrast filled the intrathecal space at the catheter tip and then dispersed freely without restriction. The contrast dispersed widely within the intrathecal space without restriction. The contrast moved both cephalad and caudad from the injection point. The contrast was visualized moving freely into the lumbar and thoracic intrathecal spaces. There was no obstruction to contrast flow. The results of the catheter dye study were normal and the pump system was intact and function. The catheter system required surgical catheter revision. The pump was replaced due to end of life. The catheter was revised/replaced due to dynamic kinking. A priming bolus was performed during the pump and catheter replacement. It was noted the issue was resolved at time of report. The patient's status was alive-no injury. Known medications the patient was taking included calcium carbonate 600mg, clindamycin hydrochloride 300 mg capsule, percocet 5mg-325mg tablet, pristiq 25mg tablet, propranolol extended release 60mg capsule, quetiapine 50 mg tablet, spironolactone 25 mg tablet, sumatriptan 25 mg tablet, systane 0.4%-0.3% eye drops, tretinoin 0.005% topical cream, vistaril 50mg capsule, and wellbutrin xl 150mg. Allergies included piperacillin sodium, tazobactam sodium, tizanidine, tramadol, and tramadol hydroiodide (hcl). The diagnosis description was other spondylosis with radiculopathy, lumbar region, post laminectomy syndrome (not elsewhere classified), opioid dependence (uncomplicated), and spondylosis without radiculopathy or myelopathy, cervical region. The event date was (B)(6) 2020. No further complications were reported/anticipated.